Manufacturer narrative:
(B)(4). Approximate age of device - 39 days. The device remains in use supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 after presenting to clinic with a sub-therapeutic inr of 1.1. Upon admission, labs revealed increased lactate dehydrogenase (ldh) (5619 u/l on (B)(6) 2016) and plasma hemoglobin levels (44 g/dl on (B)(6) /2016). Pump parameters remained within normal limits. The patient was asymptomatic with no hematuria observed. The patient was placed on IV heparin in anticipation of a pump exchange planned for (B)(6) 2016. The patient had reportedly been non-compliant with their coumadin regimen for several days. Approximately 2 days later, patient's ldh level was 4241 u/l, and plasma free hemoglobin levels were 27 g/dl. It was reported that the patient had no congestive heart failure symptoms, no ramp study was attempted, and no imaging was ordered. The patient's ldh level was trending down to the 1600 u/l range as of (B)(6) 2016. No pump exchange was performed and the plan was for the patient to be discharged to home within the following days.